Manufacturer narrative:
(B)(4).

Event description:
The consumer reported no pain relief. The stimulator did not do anything but shoot pains down both legs and across the back since implant. This was further noted as the stimulation shot pain down both legs and across the back. It was noted the healthcare provider (hcp) did reprogramming and checked it and the patient could not use the stimulator. The patient was requesting they remove the stimulator. The patient was getting scheduled in (B)(6) 2016 to have the stimulator removed. Relevant medical history included spinal pain.

Event description:
Additional information received from a health care professional (hcp) reported stimulation was covering area of pain; however, the consumer did not like the sensation. The hcp had a representative reprogram stimulation, but the consumer still did not like the sensation and asked to have it removed. Removal was scheduled for (B)(6) 2016. If additional information is received, a supplemental report will be submitted.